Manufacturer narrative:
The reported field event of connection anomaly was confirmed. As received the device was returned without the right ventricular set screw. Final analysis found the septum was damaged. The device was tested using a laboratory set screw, and it was able to engage with a torque driver normally and secure a test lead normally. The cause of reported event was due to procedure damage.

Event description:
It was reported that during a lead revision procedure, header set screw of patient's implantable cardioverter defibrillator (ICD) was not able to re-insert. The ICD was explanted and replaced. The patient was stable.